Manufacturer narrative:
Depuy is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy or its employees that the report constitutes an admission that the device, depuy , or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Upon complaint review, it was determined that the patient age at the time of event, sex, and weight were inadvertently missed on the initial report; therefore, all fields have been updated accordingly to reflect the correct information. Upon complaint review, it was determined that the initial reporter facility name, address and email were inadvertently missed on the initial report; therefore, all fields have been updated accordingly to reflect the correct information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: gerber, jp., et al (2006), early application of negative work via eccentric ergometry following anterior cruciate ligament reconstruction: a case report, journal of orthopaedic and sports physical therapy, vol.36 no.5, pages 298-307 (USA). The study emphasizes on a (B)(6)-year-old, male college graduate student and an avid snow skier who sustained a complete tear of the left acl and grade ii sprain of the medial collateral ligament (mcl) after twisting the left knee while skiing in early (B)(6) 2004. The patient heard and felt a large pop and immediately felt knee instability that he could not bear weight on his leg and had to be shuttled down the mountain. The patient then underwent an acl reconstruction. Unfortunately, in late (B)(6) 2005, the patient sustained from knee sprain after jumping 10m over a ¿cat track¿, misjudging the jump depth and landed on ¿tails first¿ (on the back of the skis) while skiing. Minimal pain and a small effusion were present on initial examination. A week later, the patient attempted to ski, but experienced gross instability and an acl graft disruption was confirmed by an orthopedic evaluation. The case report describes the following procedure: an anterior cruciate ligament (acl) revision surgery after an anterior cruciate ligament reconstruction (acl-r). The devices involved were: 2 bioabsorbable pins rigidfix cross pin system (depuy mitek corp, (B)(4)). Complication mentioned in the article: atrophy of the quadriceps of both the surgical (an additional 15%) and nonsurgical (an additional 2%) thigh. Patient reported much more pain, stiffness and difficulty contracting the quadriceps after the revision surgery. Knee pain was 3 times greater at the start of training, compared to after the hamstring acl-r.